Event description:
N/a.

Manufacturer narrative:
Updated fields: (investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person).

Manufacturer narrative:
The unit was also returned to customer and cleared for clinical use at the time of service.

Event description:
N/a.

Manufacturer narrative:
Testing of actual/suspected device (10) a getinge field service engineer (fse) was dispatched to evaluate this unit. The customer reported there was a "pressure monitor failure" message. Fse have found that this a not a message the pump would display. Fse did find there was one instance of error #43 "fos module failure", which could have been the issue. Fse tested the fiber optic system and found no issues. Fse cleaned and checked all fiber optic connections internally. Fse talked with the operator and it sounded like there was no pressure signal displayed. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had an optical failure. There was no harm or injury to the patient and no adverse event was reported.